Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 240 units of insulin during the load sequence. The customer's blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. At the time of the reported event, customer had not yet done anything to address the high bg. The customer reverted to manual injections for insulin therapy. Multiple attempts were made by tandem technical support to obtain additional information; however, a response was not received.